Event description:
Subsequent to the initial medwatch, the following information was received: on 9/24/10, the patient was diagnosed with (B)(6) infections due to (B)(6) and (B)(6). Treated with medications. On (B)(6) 2010, the patient was discharged to a nursing home. Although requested, there was no additional information provided.

Manufacturer narrative:
(B)(4). The reported pt effects of cerebrovascular accident (stroke) and thrombosis are known adverse events listed in the xact instructions for use. The pt was treated with medication and was hospitalized. Although a conclusive cause for the reported pt effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported patient effects of cerebrovascular accident (stroke), infection and thrombosis are known adverse events listed in the xact instructions for use (IFU). In this case, the patient was treated with medication and was hospitalized. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that early the morning after xact stent implantation in the left internal carotid artery (lica), the pt became less responsive with right sided hemiplegia. CT of the head was negative. Carotid doppler showed thrombus in the lca. Heparin therapy was started. Repeat CT of the head showed ischemia in the left frontal and parietal lobes. The event was diagnosed as a stroke. The pt remains hospitalized. There was no add'l info provided.